Event description:
It was reported to boston scientific corporation that an obtryx system was implanted on an unknown date. According to the complainant, the patient was unable to void. The sling was divided due to tightness and proximity of the urethral lumen. Division of sling was done under general anesthesia. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.